Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2026, it was reported by a sales representative via phone that an ar-9094-090l left lag screw, an ar-s0100-381 guide pin, an ar-s0457-000 activation tool, ar-s0100-000 guide pin, ar-s0219-100 drill, ar-s0209-200 drill, ar-9094-11-2030 trochanteric nail, and an ar-9094-085l lag screw were used in a case and neither screw were able to lock into the nail after implantation. All implants were fully explanted, and the surgery was completed using a competitor product nail. This occurred during use in a case with no patient effect. Delay in case 50 minutes.